Event description:
It was reported by a non-medical professional that the patient underwent a 4-level cervical fusion in 2008 using rhbmp-2/acs. Three or four days post-op, the patient began to experience severe breathing problems and returned to the hospital. The patient was intubated. A second surgery was performed. The pt was in a coma for several days, and remained in the hospital for an unknown period of time.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.